Event description:
Based on the information provided, this case is being reported as a meter malfunction. Reasons for malfunction: patient took there blood glucose before going to bed and obtained a 14.1 mmol/l. Since the reading was higher than usual, they took 4 more units of insulin (humulin n). In the middle of the night patient was talking in their sleep and confused. Spouse woke patient up and gave them some orange juice with sugar. After drinking the juice they tested blood glucose and obtained a 4.1mmol/l. Patient did not seek medical attention or call md. They treated themselves at home. Patient took meter to the pharmacy, and phamacist noticed meter was set to the wrong unit of measurement (mg/dl). Patient claims at the time the incident occurred blood glucose readings were in mmol/l and not mg/dl. Patient does not know how the meter was set to mg/dl and does not recall going into the set up mode, therefore this case is being reported as a meter malfunction.